Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a total service check and did not find any instrument issue. The cse ran quality controls, which were acceptable. Upon follow-up with the customer, the customer stated that they had no additional issues with progesterone results. The cause of the discordant, falsely low progesterone results on three patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low progesterone results were obtained on three patient samples on an immulite 1000 instrument. The discordant results were not reported to the physician(s). Sample (B)(6) was sent to an alternate laboratory and was run on an unknown platform, resulting higher. The customer repeated sample (B)(6) once and samples (B)(6) in duplicate on the sample instrument, all resulting higher than the initial results except for the first replicate of sample (B)(6), which was still low. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low progesterone results.